Event description:
Woke up in am with red, painful right eye. Clear thin discharge. Up until this time, I wore acuvue 2 soft contacts and used renu with moistureloc solution for storage and rinsing. I took my contacts out at night. Discharge was gone by the next day, but vision was severly impaired. My eye was still painful. There was no pain or redness the next day. By the next week, my vision had not cleared up, and upon close examination of my eye in a mirror, I saw a cloudy spot in the center of my right eye. I went to the optomertrist 12 days later, and he immediately sent me to a cornea specialist, who recommended a corneal transplant. The transplant was performed 26 days later.